Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain in elbow. Original surgery was done about 10 years ago and the poly had been worn down and a new one was replaced. Humeral and ulna components remained in patient.